Event description:
Hcp explanted pump due to battery depletion. No withdrawal symptoms were noted. The device was returned to the MFR for analysis. The pt died last week of cause related to severe head injury: g-tube was not replaced.